Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) developed urethral erosion, leading to a surgical intervention. During the procedure, the entire aus was explanted and not replaced. No additional patient complications were reported.

Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.